Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device worked well during the first half of the case. Then the red alarm occurred that could not continue the procedure. A changed of the battery then the generator was tried, but still the same problem. A picture was provided and shows that the jaw broke off completely. Nothing fell in the patient's cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. The picture showed the waveguide had fractured. The customer reported that the device component disengaged. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The (instructions for use) IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states, do not use damaged components. Use of damaged components may result in injury to the patient or user. No corrective action was required because of the type of device and clear use warning in the IFU. If information is provided in the future, a supplemental report will be issued.